Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre 2 sensor on (B)(6) 2021. As a result, the customer lost consciousness. However, the customer was able to eat by herself, and self-treat with insulin (dose/type unknown) when she regained consciousness. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh003x6dum has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sim vivo (simulation of the electrical signal produced by the sensor tail) testing was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre 2 sensor on (B)(6) 2021. As a result, the customer lost consciousness. However, the customer was able to eat by herself, and self-treat with insulin (dose/type unknown) when she regained consciousness. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.